Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charge and reboot. The functional test cannot be performed due to power issues. The receiver log cannot be downloaded due to power issues. The receiver case was opened and failed, a dead battery is observed. The battery was replaced with a known good battery, the device powers on. The reported event of hwbbt error icon displayed was confirmed. The root cause was determined to be a dead receiver battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed "call tech support" err: hwbbt. No additional patient or event information is available. No product was returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.